Manufacturer narrative:
On may12,2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2009, inratio: 4.2, lab: 3.5, mean: 3.85, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. For results of testing performed with returned meter. At approx 3 weeks later, in-house accuracy test for inratio 2 meter. Test in the same day: donor 3 and donor 4. Returned meter, in-house meter, returned strip ln: 210827pa, comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria; no further action is required. No product deficiency established. Inratio 2 meter heater plate was tested with thermometer sensor tip and discovered increasing temperature from 22.25-36.83 degrees celsius, which indicates heater plate is functional. Trending and tracking will be performed for strip lot#210827pa. No corrective action required as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with lab. Results as follows:" date: 2009, inratio: 4.2, lab: 3.5. Different fingers used for each test. Customer has been on coumadin for many years. Inr results recently have been erratic, due to going off and on medication for numerous surgeries and procedures.